Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results providing by end-user at the time complaint was filed. Inratio precision data provided by end-user: 1st inr: 1.6, 2nd inr: 1.8, 3rd inr: 2.0, 4th inr: 1.9, mean: 1.83, sd: 0.17, cv: 9.36. Analysis of the customer's data revealed that inr results meet accuracy and precision criteria. No info was provided to suggest that pt was on coumadin therapy. Customer's normal donor test was performed and inr value was valid. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Info on strip lot involved in complaint was not available. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's father) alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.6, 1.8, 2.0, 1.9.